Event description:
It was reported that during routine follow-up for the asymptomatic patient, loss of capture was noted. X-ray showed the right ventricular lead dislodged into the coronary sinus. An attempt to reposition the lead was unsuccessful. The lead was explanted and replaced without complication. Patient will be monitored.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.